Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were episodes of undersensing noted on the device. The device software will be upgraded to resolve the event. The patient was stable with no consequences.

Event description:
Additional information received indicated a software download was performed to resolve the event. The patient was stable with no consequences.